Event description:
During use of the compression hole with standard 3.5mm cortical screw, compression could not be achieved because screw head did not sink below plate surface and stripped bone/screw interface. After x-ray, plate had to be removed. This resulted in a 30-minute extension of surgery. It is not known which of the three screws was the problem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.